Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had act and the esc button are sticking. The customer¿s blood glucose level was 150 mg/dl. The customer was assisted with troubleshooting. Customer stated that they observed time clock for one minute to time advanced the customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with intermittent button response due to flattened dome switch on esc, act, up arrow and down arrow button. Connector was inspected and locked on lcd board. No button error alarm during testing. Device passed displacement test and self test.